Event description:
It was reported that the zimmer pulsavac plus device had battery leakage and the unit became hot. Additional clinical follow up indicated that the cable had been cut post procedure, to throw away the battery pack. It was reported that when the staff noted the battery pack appeared to be producing heat, it was opened by the staff. When the battery pack was opened by the staff, it was reported that the batteries were heard to be crackling and producing heat. There was no report of sparks, smoke or flame. The customer stated there was no harm or injury to the pt or use and that the product had operated normally for 3 liters of irrigation during the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was manufactured and released into inventory on (B)(4) 2012. There were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. The return package was opened and contained inside was the battery pack with a severed power cable. Contained within the battery pack were the 8 batteries which displayed evidence of swelling and venting from the safety vents. There was no evidence of anode ejection. The remainder of the pulsavac was not returned. The batteries became hot likely because of a short circuit. The cause of the short circuit is unk, however typically happens when the user cuts the battery cable. According to the instructions for use included with the device "do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury."